Event description:
It was reported that pt underwent total knee arthroplasty in 2007. Lot 448740, 75 mm was opened and was cemented onto prepared tibia. When the surgeon attempted to insert tibial bearing, the tibial tray was too small to accept it. Tibial tray was removed and size was determined to be a 67 mm.

Manufacturer narrative:
Investigation of returned device found lot was switched with 141232, lot 448530, 67 mm and incorrectly labeled at the box and label step of production. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirement as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 20, 2008.